Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Back-up vvi mode was noted on a pacemaker during an in-clinic follow up. The device was explanted and replaced to resolve the event. The patient's condition was stable.